Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with readings reported as ¿high¿ after breakfast despite announcing the meal, with glucose remaining above 180 mg/dl for approximately two hours and device alerts indicating levels above 300 mg/dl for over 90 minutes; the user paused the ilet, administered a subcutaneous insulin injection as back-up therapy, and later changed supplies and reconnected without further assistance. Symptoms included hyperglycemia without ketone testing and without acute clinical effects such as dizziness or diabetic ketoacidosis. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and education regarding pausing the device, back-up insulin use, and supply change. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.